Manufacturer narrative:
Product complaint # (B)(4). Complaint (B)(4) is a duplicate report of (B)(4). Investigation results have been filed under medwatch (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available, h4.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was performing a revision removing another vendor¿s posterior predicable screws (nuvasive armada and medtronic solerea 5.5 l2-s1 screw/rods). The patient presented with sagital imbalance, corona imbalance and resulting pain from pseudoarthrosis (from the other vendor¿s hardware failure). The surgeon was performing a t10 to the ilium posterior lateral fusion including a l2 3 column ostreotomoy. Using expedium 5.5 titanium spine system and viper cortical fix screws. After successfully removing the nuvasive and medtronic screws dr. (B)(6) used the o-arm in conjunction with stealth navigation to cannulate the pedicles. He placed all of his screws and was happy with their positioning with the exception of l3 on the right (replaced the globus 6.5x50mm screw with a 7.0x50mm cortical fox screw. He did not tap). He requested and expedium t20 spring loaded screwdriver the back out the l3 screw . He began to back out the screw when he heard and felt the tip on the screwdriver break in the cortical fix pedicle screw. He then proceeded to use a metal cutting burr to cut the tipping head off of the shank. He then used a 6.0mm screw extractor bit from the depuy spine srb removal set the remove the cortical fix shank. Once he removed the broken screw he tapped the hole with a 7mm expedium tap and then inserted another 7.0x50mm cortical fix screw. He was satisfied with the purchase. The surgeon went on to successfully complete the surgery after the incident. Patient consequence? :no. Patient consequence description:additional 10 minutes of surgery to remove and replace screw from broken screwdriver. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.